Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
A healthcare provider reported the patient had a loss of therapy over the last year. They also stated the home health nurse had noticed increased volume discrepancies over this time as well, and that the volume discrepancies were getting larger with each refill. They noted one instance where the actual residual volume (5 ml) exceeded the expected residual volume (2 ml). The patient had an MRI done to rule out granuloma. The catheter tip was lower than what they thought. A dye study was negative and the catheter was aspirated freely. No problem was found. No alarms were reported. The medications used within the system were fentanyl, clonidine, and bupivacaine. The healthcare provider later reported that on (B)(6) 2013 an MRI was performed and no mass or granuloma was seen. A catheter dye study was performed on (B)(6) 2013 and the system was intact. There was no obstruction or leakage observed. No signs or symptoms were reported, though they did note a possible diminished efficacy. The patient did not require hospitalization, and their outcome was no injury.

Event description:
Additional information received reported the patient continued to have the residual volume greater than the accepted variance. The expected residual volume (erv) on the date of the report was 3.8 milliliters (ml) and the actual residual volume (arv) was 9.5 ml. A catheter study done in the spring was normal. The pump had an excess residual for a while, but the percentage had been increasing.

Manufacturer narrative:
Date received by MFR: the previous date was incorrectly reported as 2014-09-04. The correct date is 2014-08-28.